Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it has been discarded. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 19 mmol/l (342 mg/dl) and ketones present, while wearing the pod on the leg between 1 and 4 hours. Multiple corrections were administered at home using the pod but the bg levels did not decrease. At the hospital, the patient was given over 100 of insulin between bolus and basal rate.